Event description:
It was reported that a 66-year-old caucasian female who underwent a breast augmentation revision with an unknown mentor saline prosthesis experienced spontaneous right sided deflation post procedure. A physical, and scan examination confirmed the deflation. As a result, patient underwent bilateral replacements with cat#: 3501610 on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 20, 2022 indicated that the suspect device identity as follow: cat#:3501610, lot#: 7531428 suspect device received on january 03, 2022 device evaluation completed on january 06 , 2022: according to the information received, the patient experienced deflation in the sal smooth rnd diap 125cc. The product was returned to the mentor for evaluation. The mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 125cc breast implant had a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).